Event description:
It was reported that the procedure was to treat a lesion in the distal popliteal artery with moderate tortuosity and heavy calcification. The 4.0 x 60 mm armada balloon catheter was advanced to the lesion and inflated to 14 atmospheres (atm); however, the balloon ruptured on the first inflation. A new armada balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.